Manufacturer narrative:
Additional information received from the hospital indicated the patient presented with shortness of breath after a recent diagnosis of alveolar hemorrhage thought to be autoimmune on chronic steroid use. The patient was found to have a new cavitary lesion on the right middle lobe as well as bilateral infiltrates thought to be of infectious etiology. The patient developed acute hypoxic respiratory failure and the decision was made to place the patient on comfort care measures only.

Event description:
It was reported that the patient alert triggered, and the patient received a shock. Additional information received in follow up noted that the patient is deceased and died approximately six weeks post patient alert. Further review of the manufacturer¿s database indicated the patient died approximately six months post implantable cardioverter defibrillator (ICD) replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant products: 694765 implantable tachy lead implanted: 2004 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2012 (B)(6); 5076-52 implantable pacing lead implanted: 2004 (B)(6). (B)(4).